Event description:
Review of the manufacturers in-house programming history showed diagnostics at time of implant were within normal limits.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient had an incident where her vns stimulation occurred, she took a breath and swallowed all at the same time and then she went into respiratory distress. She was transported to the ER and had a few breathing treatments and then she was ok. She said this has happened a few times, as her stimulation goes off every 1.8 minutes. Additional relevant information has not been received to-date.

Event description:
Follow-up from the treating physician provided that the vns was not the cause of the dyspnea and dysphagia and vns stimulation did not exacerbate any underlying causes for the patient. The physician provided that the impedance values on (B)(6) 2016 were ¿ok¿.